Manufacturer narrative:
Follow ups were performed to obtain additional information, how eve, were unsuccessful as no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject devices was inverted. The issue was identified at preparation for use before sedation for a diagnostic rigid cystoscopy procedure. The intended procedure was completed with the same device with no delay, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6 and h11. The device was returned not to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.